Event description:
It was reported by a pt/user of the fmc peritoneal dialysis (pd) liberty cycler that they were encountering drain complications, it was also reported that the pt was hospitalized for uremia and shortness of breath.

Manufacturer narrative:
Complaint investigation concludes the event is unlikely related to the fmc device. No surgical interventions. These events predated the cycler complaint. A device history record was extracted and device met requirements. The actual device was returned for evaluation and determined to be functioning according to product specifications. The simulated treatment was performed and completed without any failures or problems. This is a retrospective MDR being submitted by fresenius med care as a mediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.